Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns was discolored. This occurred on 54 occasions before use. The following information was provided by the initial reporter: the 54 products were discolored.

Manufacturer narrative:
H.6. Investigation summary a device history record review was completed by our quality engineer team for provided lot number 8256714. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns was discolored. This occurred on 54 occasions before use. The following information was provided by the initial reporter: the 54 products were discolored.